Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. No equipment deficiencies were alleged against the lifevest. No equipment eval was performed.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) female called zoll customer support to report that the lifevest monitor scratched her leg when she sat down, causing her to bleed. The pt was no blood thinners that made her bleed easily. It is unk whether the pt required med intervention. The pt's clinical outcome is unk